Manufacturer narrative:
Date of event and patient's weight is estimated. During processing of this complaint, attempts were made to obtain complete device information.

Event description:
It was reported that patient experienced erosion at both burr hole cap sites. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein both leads and both burr hole caps were explanted to address the issue.